Event description:
The manufacturer received information alleging the burning smell and device is very hot to touch of a dreamstation 2 adv auto CPAP. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.